Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID #: 2134265-2010-5990. It was reported that during a percutaneous coronary intervention procedure the guide wire perforated the balloon catheter. The 85% stenosed lesion was located in the mildly calcified and severely tortuous left circumflex artery. The 300cm pt graphix guide wire was placed across the lesion. As the physician advanced the 15mm x 2.50mm apex otw balloon catheter over the pt graphix guide wire, the guide wire perforated the distal shaft of the apex balloon catheter. The physician removed the apex balloon catheter over the wire and then removed the pt graphix guide wire. The physician used a new guide wire, balloon catheter and stent to complete the procedure. No patient complications were reported and the patient's status is good.